Manufacturer narrative:
The customer was supplied with a loaner system.

Event description:
It was reported that the laser system displayed error codes 652 and 302.11 three times during a prostate procedure. The tech was able to clear the error codes twice but the codes could not be cleared after the third occurrence. The procedure was completed using an alternate procedure (turp). There was no report of patient injury.